Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The user facility reported an out of box malfunction of the device. It was further stated that the catheter would not "zero calibrate."